Event description:
Physician was attempting to puncture artery with needle. No blood flashback noted. Needle removed and flushed. A piece of plastic tubing came out of needle. New needle used without difficulty.